Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported that the user fell, possibly due to a stroke, and landed on the ilet, crushing the screen. The device was no longer functional. No injury occurred from the screen damage. A replacement ilet was arranged, and shipping and return instructions were reviewed. The user was advised to use backup therapy until the replacement arrived. Blood glucose (bg) was unaffected. No symptoms related to bg were reported, and no medical intervention was required at the time of call.